Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the one-way valve between the arterial filter and the manifold had a hairline crack and leaked fluid. There was no pt involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.